Manufacturer narrative:
An infection was reported after a cranial surgery in which duraseal was used. Approximately 6 weeks after the initial surgery, patient presented with fluid collection at the surgical site. A cell culture confirmed the wound was infected with propionibacterium acnes, a bacteria commonly found on the skin. Following re-operations, the patient recovered without further incident. Bench-top testing has shown duraseal does not support microbial growth.

Event description:
A distributor representative from another country reported an infection after a cranial surgery, in which duraseal was used. The patient underwent surgery to remove a tentorial meningioma (tumor) in 2007. Duraseal was applied posterior fossa and occipitally. Approx one a half months later,, patient presented with a collection of fluid at the surgical site. A cell culture of the fluid confirmed the surgical site was infected with propionibacterium acnes. An occipital bone flap re-operation was done on the same day, upon further discussion, the surgeon stated that he had removed the duraseal on the same day, which he described as purulent. He also characterized the infection as a deep wound infection. Following surgery the same day, the patient recovered without further incident.